Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient said the hospital used purewick female external catheter did not work and caused bladder issues and resulted in patient had to be catheterized and also complained that it was a false advertisement as well. It was unknown what medical intervention was provided. As per the additional information received via liberator on (B)(6) 2022. It was stated that the nurse forced the patient to use purewick in the hospital even though the patient did not want to and also stated that the purewick female external catheter did not work at all and caused urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick acute disposable product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient said the hospital used purewick female external catheter did not work and caused bladder issues and resulted in patient had to be catheterized and also complained that it was a false advertisement as well. It was unknown what medical intervention was provided. As per the additional information received via liberator on 01apr2022. It was stated that the nurse forced the patient to use purewick in the hospital even though the patient did not want to and also stated that the purewick female external catheter did not work at all and caused urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone on 05may2022, stated that the patient was forced to use the purewick while in the hospital. Due to the hospital being short staffed and it was required that two people was needed to take the patient to the bathroom as the result of the patient falling down and broke three ribs. Also stated that the patient was forced to use the purewick which caused 1000cc urine was retained in the patient's bladder and had to be catheterized to drain out all the urine. Patient requested for someone to call back to continue the conversation.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the hospital used purewick female external catheter did not work and caused bladder issues and resulted in patient had to be catheterized and also complained that it was a false advertisement as well. It was unknown what medical intervention was provided. As per the additional information received via liberator on 01apr2022. It was stated that the nurse forced the patient to use purewick in the hospital even though the patient did not want to and also stated that the purewick female external catheter did not work at all and caused urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone on 05may2022, stated that the patient was forced to use the purewick while in the hospital. Due to the hospital being short staffed and it was required that two people was needed to take the patient to the bathroom as the result of the patient falling down and broke three ribs. Also stated that the patient was forced to use the purewick which caused 1000cc urine was retained in the patient's bladder and had to be catheterized to drain out all the urine. Patient requested for someone to call back to continue the conversation. Per follow up via phone on 23may2022, customer stated that there was no device failure. User was able to control their bladder and held urine for an extended period of time, which caused a urinary tract infection.